Event description:
End user states while driving the power wheelchair down a ramp he stopped at the bottom and fell. End user was not wearing the seat belt.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. The end user was not exercising caution while operating the power wheelchair on a non-ada compliant ramp and without wearing the seat belt. Additionally, end user's son had adjusted the seat. Hoveround's owner's manual warns, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees," and, "always use the seat belt." Also warns, "safe and effective use of your power wheelchair is dependent on proper maintenance."